Event description:
The reported stated that from a silicated physician survey response that a second application of flowable wound matrix was unsuccessful. Osteomyelitis was diagnosed months after the applications, the pt did not have it at the time. The wound got worse after the second application. Additional info obtained from the physician indicated, "the first application failed due to patient non compliance and walking on the graft which was on the foot. A second attempt with the flowable matrix was attempted and pt was placed in a short term care facility. This product was used with intergra bilayer both times".

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.